Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of info regarding device eval could substantially harm its competitive position. Adanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of freedom of info act. We believe that any disclosure of info by federal employee could constitute violation of criminal law (18 u.s.c. Section 1905) section h.6 - device eval consisted of: review of device history record (DHR); visual examination, x-ray examination; electrical testing; hermeticity testing; and internal visual examination. Section h.6 - device failure was attributed to electronic failure. Please refer to attached device failure analysis report. Background: pt was orginally implanted on 4/22/1997. Surgery was unremarkable. Both introperative and post-operative diagnostic tests indicated that electrode impedance values were within normal range. When he returned to center for his initial device fitting on 6/4/4997, all electrodes measured "999k"- an indication of open circuitry. Pt's programming strategy was changed and pt reported hearing sensations on all channels. On 12/29/1997, implane ceased functioning. Revision surgery was on 1/19/1998. Review of device history record (DHR): mfg start: 12/17/1996. Mfg eng: 2/3/1997. Review of device history did not reveal any items that could be related to cause of device failure. Visual examination: external visual examination did not reveal any damage to device. Ics case was intact and in excellent condition. Electrode was cut off and not returned with ics. Bright light examination: bright light examination was not performed since x-ray inspection was performed. X-ray examination did not reveal any internal damage to ics receiver or electrode wires in fantial region. Electrical testing: high impedance measurements, reported by clinic, were confirmed via pcit testing. Testing in accordance with ctp-1008, ics device testing, test 11, verified operation of hybrid portion of ics. Case hermeticity testing (leak testing): this device was subjected to gross leak testing at +125 degrees c and passed. Device was thebn subjected to fine leak test. Leat rate was determined to be 4.5 x 10-8 cc-atmospheres/second, which is slightly greater than 1.0 x 10-9 cc-atmospheres/second requirement. Since device continued to lock and was able to pass all hybrid related tests, handling during removal and testing most likely induced higher leak rate. Case removal: case was removed to enable internal visual examination. Internal visual examination: internal visual examination revealed that substrate was broken just above conductive epoxy header lead mounts. No other damage was noted. Two placed where rtv material is added to act as spacers between inner surface of case and substrate were also inspected and measured to assure that they were within specification limits. It was verified that height from top of rtv to surface of substrate satisfied less than 0.059-inch height requirement. Rtv was found to be intact and undamaged. Internal electrical testing: internal electrical testing was not performed due to condition of device. Conclusion: cause of this device's failure was broken substrate. It is not clear when substrate cracked. Only test that is capable of detecting this failure mode is electrode electrical test defined in ctp-1058. Last time this device passed this test was on 1/17/1997, just before final packaging and sterilization. All subsequent testing was performed in accordance with ctp-1008, test 11, which only test the functionality of hybrid portion of device. Test 11 is performed at packaged level of assembly and beyond. Review of mfg record for this unit did not indicate that this device experienced any unusual handling or excessive removals from case band assembly prior to final acceptance. It is unlikely that this crack was present during initial build of this device since this devvice passed all environmental screening test including temperature cycling nd vibration. Possible scenario would involve excessive side loads being applied to substrte dut to slight misalignment of substrate to header. This condition could have resulted in side load, which could result in formation of micro-cracks. These micro-cracks could then propagate under temperature cycling to vibration however, once device is implanted these environmental conditions would not be present. Due to condition of mating surfaces at substrate crack site it is not possible to recontruct and measure this device's substrate to header perpendicularity. Correction action: since source of crack in substrate has not been indentified, no corrective action is possible. However, as part of continuous improvement efforts, upgrades in tooling utilized to establish and maintain perpenduclarity between substrate and header assemblies have been made. These changes were fully implemented in third quarter of 1997. Further analsyis of ics failure records indicate that failure mode experienced by this device is limited.

Event description:
A 71/2 year-old boy, was orignally implanted on 4/22/1997. The surgery was unremarkable. Both intraoperative and postoperative diagnostic tests indicated that electrode impedances were within the normal range. When he returned to the center for his initial device fitting on 6/4/1997, all electrodes measured "999" - an indication of open circuitry. The pt's programming strategy was changed and the pt reported hearing sensations on all channels. On 12/29/1997, the implant ceased functioning. Revision surgery was on 1/19/1998. Pt was reimplanted with another clarion device.